Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.1. Medical device lot # 2251189. D.1. Medical device expiration date: 31-aug-2027. H.1. Device manufacture date: 08-sep-2022.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle customer reports that they have found a white foreign matter attached to the needle. The following information was provided by the initial reporter. The customer stated: customer found a white foreign matter attached to the needle. Immediately report and hand it over to the blood collection team leader, who takes a photo and reports it to the director.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D.9:device eval by manufacturer? Yes. D9: returned to manufacturer on: 2023-september -26th. H.6 investigation summary: material #: 368607. Lot/batch #: 2291999, 2251189, and unknown. Bd received 5 samples (2 from lot 2251189 and 3 from an unknown lot) and 7 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter was observed. A damaged needle point is also observed from the photos. The customer samples were evaluated by visual examination and the indicated failure mode for foreign matter was observed from one of the unknown lot samples. Two of the samples from lot 2251189 were observed to have damaged needle points. Additionally, 30 retention samples from bd inventory of lot 2291999 were evaluated by visual examination and upon completion the indicated failure modes for foreign matter and damaged needle point were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter and damaged needle point. Bd has initiated further root cause investigation relating to the issue of damaged needle point for lot 2251189 through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle customer reports that they have found a white foreign matter attached to the needle. The following information was provided by the initial reporter. The customer stated: customer found a white foreign matter attached to the needle. Immediately report and hand it over to the blood collection team leader, who takes a photo and reports it to the director.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle customer reports that they have found a white foreign matter attached to the needle. The following information was provided by the initial reporter. The customer stated: customer found a white foreign matter attached to the needle. Immediately report and hand it over to the blood collection team leader, who takes a photo and reports it to the director.